Event description:
On june 29, 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that on an unspecified date/time, she obtained blood glucose readings of "161 mg/dl" with the subject meter and "83 mg/dl" on another device (one touch ultramini), performed less than 10 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient reported that in 2009, she obtained an alleged inaccurate high reading (result unknown) with the subject meter. Based on the reading, the patient claimed she took an unspecified amount of insulin (type and dose unknown) based on a sliding scale. Approximately 20 minutes later, the patient reported feeling faint and shaky. At 2:30pm that afternoon, the patient reported obtaining a blood glucose result of "42 mg/dl" when tested a ER/hospital meter and treated with IV glucose by an hcp. At the time of troubleshooting, the cca noted that the patient was using the correct testing technique and cleaning the puncture area properly. The cca walked the patient through a control solution test with the reported items and the control result fell outside of the specified test strip range. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.